Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently delivered multiple inaccurate amounts of insulin. Tandem technical support attempted to troubleshoot and had the customer deliver a bolus confirmed in the pump history; however, no insulin on board (iob) reading was found. The customer's blood glucose (bg) level ranged from 70-400 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.